Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had small air bag leak. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one sample returned for evaluation in its original unit carton along with the two devices and adaptor contained in their open unit pack and the two 10fr suctions contained in their unopened unit pack. Visual examination of the returned sample shows some air contained in both the tracheal and bronchial cuffs. 1ml of air was removed from each and the returned sample was inflated. The bronchial cuff inflated without any issue but the tracheal cuff failed to remain inflated. The sample was then leak tested under water and leakage was detected from the tracheal cuff body. Further examination of the tracheal cuff using the microvu shows a small hole in the tracheal cuff body. The single wall thickness of the cuff was measured away from the damaged area and found to meet our blueprint specifications. The bronchial cuff deflated and no issue noted. The bronchial cuff inflated/deflated three times and no issue noted. The reported defect could be detected on the returned sample. Instructions for use(IFU) states the following ¿various bony anatomical structures (e.g., teeth) within the intubation route or any intubation tools with sharp surfaces present a threat to maintaining cuff integrity. Care must be taken to avoid damaging the thin-walled cuffs during intubation which would create the need to subject the patient to the trauma of extubation and re-intubation. If either cuff is damaged, the tube should not be used¿. All of our broncho cath products undergo a four hour inflate / deflate test and it is at this stage of the process that any defects are removed from the lot. The returned sample could not have passed this stage of our process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had small air bag leak. The customer reported the issue found prior to use thus no patient involvement.